Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested (B)(6) (total 28 ufc/endoscope) when the user facility conducted a routine microbiological test. It is unknown in which part of the scope the microorganisms were found. The user facility also reported that there was a water leak in the balloon channel of the subject device. There was no report of patient infection associated with this report.